Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was programmed with a 1.5 u/h basal rate and monitored 3 days. Several bolus were also delivered. Unit delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. Pump passed and no drive/motor anomaly noted. The motor was tested outside of the device and passed. Pump received with cracked case at the display window corner, cracked reservoir tube lip, broken belt clip slot, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had seven bent cannulas. He insists the insulin pump be replaced. Troubleshooting was performed and when he connects the reservoir it works fine, but then he notices his blood sugar reading's run high. He feels fine when he uses his son's reservoir it works fine. The customer did not know the blood sugar at time of incident. The customer's current blood sugar is 514 mg/dl. The insulin pump was returned for analysis.